Manufacturer narrative:
Full name of initial reporter: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative evaluated the iabp and after a long test phase the iabp showed no errors. However, the output voltage at the power supply was just within tolerance. The getinge rep saw this as a possible cause of the alleged malfunction so the power supply and power on/off cable assembly were replaced. Battery maintenance was performed according to instructions and the safety disk was replaced as it reached it's maximum hours. The iabp was then function checked and run according to specifications. The iabp passed and was deemed safe to operate. (B)(4).

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown without warning even though it was connected to the power supply. The facility's staff turned the iabp on and it turned off again. The iabp did start again and ran without any further problems. There was no patient involvement or adverse event reported.